Event description:
The customer reported to olympus, the hd camera head had no image during the procedure and the operation was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, smashed connector tip, image abnormality, and failed leak test at the back of the serial plate were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   New information added to the following fields: h6, h10. Corrections on fields: e2 and g2. Correction to g2 of the initial medwatch, healthcare professional and company representative were inadvertently selected on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image was not displayed due to faulty charged coupled device. Olympus will continue to monitor field performance for this device.